Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right atrial lead was placed and p-waves were acceptable. The helix of the lead was difficult to extend and was eventually extended. However, the lead exhibited high capture thresholds. The lead was not used and was replaced successfully. The patient was stable post procedure.